Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a pericardial effusion due to perforation caused by the right ventricular (rv) lead. The lead dislodged as a result of using only one suture at implant. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The lead was returned with dried blood on the helix and within the sleevehead.